Event description:
Customer reported via phone call that the insulin pump alarmed motor error and the drive support cap is becoming loose. Blood glucose value was 300 mg/dl. The insulin pump was not exposed to a magnetic field. Customer does not use the sensor feature. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer will be contacted to be offered a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.